Event description:
Dexcom was made aware on 02/26/2025, that on the same day the patient experienced a skin reaction. The sensor was inserted into the skin. Date of event is an approximation. On 02/26/2025, it was reported that a skin reaction at the puncture site occurred. In the chat he answered the harm / medical intervention question as ¿yes,¿ and that he had a staph infection. Prior to sensor insertion the site was cleansed with alcohol. The sensor was inserted in the back of the upper arm, possibly on (B)(6) 2025. The puncture site symptoms included a rash with redness, inflammation, itching sensations and pain at the puncture site. He consulted a health care professional. The md prescribed mupirocin (topical) and bactrim (oral antibiotic) for the staph infection which was started on approximately (B)(6) 2025. At the time of the follow up call with the tech support representative on 02/27/2025, the customer did not remember exact dates for the event or treatment, and he did report the same event twice to dexcom. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).